Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on an unknown date with blood glucose of over 1200 mg/dl. The customers current blood glucose level was 134 mg/dl. The customer declined troubleshooting for high blood glucose levels. The customer also stated that the insulin pump did not turn on and there were leaks in the set. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section and h6 section.

Event description:
It was reported that customer had filled up and did a set change and it leaked out. The insulin was everywhere. His blood glucose was over 1200mg/dl. Customer said his pump was fried and it would not turn on. Customer was hospitalized. Later, the legal representative of the customer reported that customer was found in his home unresponsive by his mother and was hospitalized on (B)(6) 2018 for high blood glucose and diabetic ketoacidosis as the diagnosis. Customer was treated with shot and insulin drip. Pump was used at the time of the incident. It is unknown if sensor was used.